Manufacturer narrative:
The device was not returned to olympus for analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00197.

Event description:
The customer reported to olympus that the patient swallowed the cradle endo capsule and informed the staff they have a pacemaker. The patient was monitored for one hour and sent home with the instruction to monitor. The study was completed and results were obtained without any problems, and the patient was not harmed.

Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. There was no report related to the defect of the device. Based on the results of the investigation, cause of the event cannot be determined. The instructions for use include the following description which prohibits use of the subject device on the patients who use pacemakers: "contraindication this system is contraindicated to patients with the following conditions. Patients with cardiac pacemakers or other implanted electronic devices (e.g., defibrillators) cardiac pacemakers or other implanted electronic devices may malfunction due to the rf (radio frequency) interference." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being created as a correction. The following sections have been updated: d4 model number: maj-2027 this supplemental report has been submitted by the importer under this MDR report number 2429304 - 2023 - 00197-1.